Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include but are not limited to; tissue or suture caught in the foot, or foot not fully parked. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility report medwatch (mw5186243) report received, stating: perclose closure device became stuck and unable to be removed after attempted deployment of device. Requiring vascular surgeon to come and surgically remove device with cutdown. Additional information was provided, stating: it was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the device became stuck and was unable to be removed. Therefore, a cutdown was performed to remove the device. The procedure was completed and suturing was required to close the access site. No additional information provided.